Event description:
High rv thresholds were reported and the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Relevant clinical information has been submitted. No follow up will be done with the user facility. Without a lot number or device serial number, the manufacturing date cannot be determined.